Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent distal pancreatectomy on (B)(6) 2014 and suture was used on the fascia of the abdominal wound. On (B)(6) 2014, during an outpatient visit with the physician, a lump was found along the incision on the abdomen and patient reported pain when changing clothes. The physician opined that inflammation caused the event and there was no problem with it. On a follow-up visit on (B)(6) 2014, it was found that the lump became larger and patient still reports pain. A biopsy of the lump was performed.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.it was reported that the surgeon opined that the object which was inside the patient¿s lump was the suture. The patient was prescribed medication for pain. Currently, the patient is well, doesn¿t have pain and the lump disappeared.the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch ha6118,batch ha5871.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.